Event description:
Clinical report states the patient had a liner and head exchange with placement of a constrained liner for recurrent dislocation 224 days after reimplantation of tha components. The patient's initial surgery at the (B)(6) was a resection arthroplasty performed 270 days prior to this event with the placement of an antibiotic spacer for the treatment of an infection that occurred after an arthroscopy performed at an outside institution.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot codes required were not provided. Per the initial reporting by the depuy clinical team, no additional information is available. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.